Event description:
The valve failed to maintain proper icp after implanted. While still implanted the doctor tested icp and got a reading of 18mm mercury. This was the second 42812 implanted in the pt.